Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The customer pressed the power on button on the host pc which the system was booted successfully. A review of the system logfiles found a malfunction related to reported issue. Upon troubleshooting actions, the fse identified that the bios battery in the host pc was defective. The fse replaced the bios battery in geo pc, host pc, ippc and flexvision pc. After replacement, the system was returned to use in good working order. Philips has initiated a field safety corrective action (2024-igt-bst-017). The codes were updated based on the investigation outcome.